Event description:
The customer contacted stryker to report that their was no sound from their device. Without sound/voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for further evaluation and found that the device would also not power on. The root cause was determined to be corrosion on the flex-charge pak and switch connection. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their was no sound from their device. Without sound/voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device would not power on and can not be repaired. The customer will receive a replacement device. Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone is: (B)(6).

Manufacturer narrative:
The device was returned to stryker for further evaluation and found that the device would also not power on. The root cause was determined to be corrosion on the flex-charge pak and switch connection. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their was no sound from their device. Without sound/voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. There was no patient involvement reported with the event.